Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately two years and 4 months. Based on the follow-up with the health-care provider, it was learned that the device was explanted due to stenosis and endocarditis. The health-care provider also mentioned that the explant was not related to any device malfunction. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Copies of the patient's medical records confirmed the report of endocarditis. According to the discharge summary, the patient was admitted and found to have sepsis and was eventually found to have delirium tremors with alcohol withdrawal. Blood cultures grew (B)(6). He underwent transesophageal echocardiogram and was found to have endocarditis. Per the operative report, the entire anterior leaflet of the valve had essentially dehisced from the annulus. The surgeon felt that this was an abscess cavity. Another edwards valve was placed with satisfactory results. The patient was discharged in stable and improved condition. Additionally, the information provided confirms that the patient's infection did not stem from the valve itself. The source of the infection was indicated to be (B)(6). No further actions will be taken.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information (e.g. Operative report, discharge summary, etc.) Regarding the device and the event, no additional information was received. Unfortunately, the edwards device was not returned; therefore, the source of the reported stenosis and endocarditis could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. No further actions are possible with the available information.